Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy pacemaker (crt-p) invalid cardiac compass observation was noted. It was also reported the left ventricular (lv) lead warning triggered for an increase in threshold that was indicated as high. The crt-p and the lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.